Event description:
Base of handle broken through when surgeon hammering. Another identical device was immediately available for use and case completed as originally planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.